Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), product type:lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 22-jan-2025, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) via healthcare provider who was implanted with an implantable neurostimulator (ins). The caller was told by the pt that their leads were taken out in (B)(6) 2021 due to some issue involving "something going down her leg".